Event description:
A genesys hydrothermablation procerva procedure set was used during a hydrothermablation (hta) procedure performed on (B)(6), 2011. According to the complainant, during the procedure, a "fluid loss" alarm error message occurred. Post procedure, a burn to the right, lateral wall of the vagina was observed. The burn extended from cervical os out to the external labia. The burn was described as "superficial" and treated with silvadene cream. Additional follow up information from the physician confirmed that at approximately eight minutes into the ablation phase of the procedure, a "fluid loss" alarm error message occurred. The procedure was aborted. A cervical leak occurred during the ablation phase. Post procedure, a burn was observed. The burn was one continuous area which included the right labia majora and minora and the right vaginal wall and right cervix. The burn to the right labia majora was 7 mm in size. The size of the burn to the right labia minora, right vaginal wall and right cervix are unavailable. The burn to the right labia majora and minora was second degree in severity. The burn to the right vaginal wall and right cervix was first degree in severity. There were no further complications reported with this event. The condition of the patient is reported to be "healing." An additional attempt has been made to obtain patient follow up details with no response from the clinician.

Manufacturer narrative:
The complainant was unable to provide the lot number. Therefore, expiration and manufacturing dates cannot be determined. The complainant has indicated that the product has been disposed of and the device will not be returned. At this time, we are unable to determine the relationship between the device and the cause of this event. If additional relevant information is received, a supplemental medwatch will be filed.